Event description:
Patient was in the hospital a couple weeks ago due to blood dots that formed by the hickman line that needed to be dissolved since medication (treprostinil) was having trouble being infused. Patient is now home with a new hickman line. Unknown if md aware. Date of admittance/ discharge or length of hospitalization is unknown. No further info/details or dates available. Reported to (B)(6) by pt/caregiver.